Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, nonsustained right ventricular oversensing was observed due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Low frequency attenuation filter was programmed on. Programming changes were recommended. No further information is available.

Event description:
New information received states another instance of post-paced t-wave oversensing was observed. The patient was again reported asymptomatic. Turning off the low frequency attenuation was recommended. The patient has avoided returning to the clinic. A new appointment date was set. The patient will continue to be monitored.